Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device is approaching recommended replacement time (rrt) at 2.81 volts.

Event description:
It was reported that the physician complained about the short battery longevity and premature battery depletion since device is only two years old. The implantable cardioverter defibrillator (ICD) does not show high outputs, device has never delivered a shock, and all lead parameters are within range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.